Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient and had an increase in clinical symptoms of hesitancy, constipation, and retention, and there was a possible loss of efficacy of the device. It was noted that the event was related to the device or therapy, not related to the implant procedure, and due to a lack of efficacy. Diagnostics and interventions performed/taken included interrogating the device and reprogramming the neurostimulator, increasing in all 4 leads, on (B)(6) 2019. It was noted that the patient reported an improvement in their clinical symptoms and the event was resolved without sequelae. No further complications were reported/anticipated.